Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft was break. The procedure was completed using an alternate device. There were no patient complications reported.